Manufacturer narrative:
The device was not returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The complaint of no flow / can't prime on item 011-h2394 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined.

Event description:
It was reported that, on an unspecified date in september, 5 units of ext set tubing pur yellow with spike, y-clave®, clamp, luer check valve had a no-flow issue. The following issue was reported by the customer: ¿at the level of the care services, the nurses are unable to administer the medication. They call us for help, after having changed the chemo tree, and the pump tubes, without success. We prefabricated the bag (classic anticancer), with risk of contamination.¿ there was unknown patient involvement and unknown adverse events/human harm.